Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid leaking from the closed tube aliquotter (cta) syringe of the unicel dxc 600i synchron access clinical system (600i). Customer reported that the fluid appeared to be wash buffer solution. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the wash and sample 3-way valve assembly. The fse verified the dxc 600i was running within specifications.

Manufacturer narrative:
(B)(4).